Event description:
The facility returned the device for svc reporting the medication did not infuse and that the "button worked intermittently". The facility rep stated that the pump was in pt use when the reported condition occurred. There was no report of pt injury and no pt incident report was filed. Although attempts were made by baxter quality mgmt to obtain additional info from the reporting facility, details were not available regarding pt status, medical intervention, age of pt, or medication involved. No additional contact info was provided.